Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied in the intestine during a laparoscopic roux en y procedure, the staples formed were opened and there was an incomplete staple line in the distal part. A new white reload was used to complete the procedure. There was no patient injury.